Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by the legal brief, on (B)(6), 2018, patient underwent a tka on his right knee and was implanted with an optetrak tka system. Patient¿s optetrak tka system subsequently failed on (B)(6), 2020, less than 3 years after it was initially implanted. As result, patient required additional surgery to remove the implant and replaced with another joint replacement system. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; no reason for revision was given. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following has been corrected b1, b2, d1, d4, e1, e2, g2 (correcting initial report) and h6: (component code, medical device problem code, types of investigation, investigation findings, investigation conclusions). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the legal brief, on (B)(6) 2018, patient underwent a tka on his right knee and was implanted with an optetrak tka system. Patient¿s optetrak tka system subsequently failed on (B)(6) 2020, less than 3 years after it was initially implanted. As result, patient required additional surgery to remove the implant and replaced with another joint replacement system. Because he required an additional revision surgery, patient has suffered significant and continuing personal injuries, is limited in his activities of daily living, requires additional physical therapy. As a direct and proximate results, patient has suffered and continues to suffer significant, permanent, and continuing personal injuries.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.